Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the occluder display stopped displaying info. The occluder was functional. Only the display info could not be seen. The surgical procedure was completed successfully, and there was no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
This complaint could not be confirmed. The service technician indicated that the occluder module was disassembled when he was informed of the issue, because the biomedical engineer attempted to replace the display. The occluder module was returned for further evaluation and repair. The investigation results indicated that the local processor was reinstalled upside down, causing the occluder module not to power on. Upon proper installation of the local processor, the occluder was functioning per design. It is likely that the reported issue was caused by the latch being opened during use, causing the occluder to require recalibration. This report is being submitted to the FDA as a result of a retrospective review of product complaints.